Event description:
Boston scientific received information that this right ventricular (rv) lead has too much sluck and was pushed through tricuspid valve. The physician then pulled slack out of the lead. The issue was caught on the chest x-ray. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has too much sluck and was pushed through tricuspid valve. The physician then pulled slack out of the lead. The issue was caught on the chest x-ray. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.